Event description:
On (B)(6) 2025, the patient reported cartridge leaking issues. The patient's blood glucose was at 400mg/dl and was out of range for 90+ minutes. When asked, patient confirmed they were connecting the connector to the cartridge before inserting into ilet. Agent explained correct process: insert cartridge into ilet first, then attach connector. Patient performed supply change successfully with corrected steps. Bg was corrected by taking mdi, 5 units. Patient was able to complete a supply change but is aware that they have to wait 2 hours for all outside insulin to be out of the body before reconnecting. No medical intervention required. Patient felt dizzy and will continue using updated process and will call back if further assistance is needed.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.